Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -7.5/+10/75 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on(b0)(6) 2023. The patient experienced low vaulting. On 20-mar-2023 the lens was exchanged with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4) .